Event description:
Patient reported left replacement from textured to smooth due to the patient concern of the implant. Patient also reported diagnosed with neuroendocrine carcinova around "4 years ago" which is not device related. Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.